Event description:
A home training nurse reported that a pt who was on home peritoneal dialysis training was overfilled with solution. The pt complained of abdominal distention during his treatment. The nurse checked the data sheet and noticed that the drain volumes were higher than expected. The prescribed fill volume is 1,500 ml and the drain volumes ranged from 2,600 to 3,200 ml. There was no serious injury or illness and no medical intervention was necessary.